Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up to report post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were made. The patient¿s condition was fine before during and after the changes.